Event description:
It was reported that the lead had dislodged and perforated through the rv wall. During explant procedure, insulation damage was noted in several places on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and was found to be within specification.